Event description:
Pt received two ms3 pumps. They both required reprogramming and were not able to use. Pt lapsed in therapy for 30 to 45 minutes but pt did not show any ses or sob. Pt was able to resume therapy with current working pump. New pumps were sent. Pt has a return box from previous shipment. No other information known. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.